Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessment: "all of the provided images demonstrate anatomic alignment of the hip arthroplasty without presence of dislocation.the hardware appears intact. No hardware or bone fracture. No periprosthetic lucencies. Otherwise grossly unremarkable appearance. No soft tissue gas" impression: "normal appearance of a left total hip arthroplasty without dislocation." Overall fit and alignment of the implants as well as bone quality appear normal. No signs of loosening, wear, radiolucency, or other contributing factors. No additional implant or anatomical concerns that would lead to recurrent dislocations and subsequent revision noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, item# 00630505032, lot# 64893916, modular neck g 12/14 neck taper use with +0 heads only, item# 00784802300, lot# 65251229. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision of the left hip due to the dislocation and pain, approximately eight (8) months post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.